Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no further occurrences of the malfunction code were reported after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.